Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged an intermittent power issue. The reporter also alleged the battery compartment was cracked. The reporter denied damage to the battery cap and stated the yellow o-ring of the battery cap was not visible when the battery cap is secured to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-may-2019 with the following findings: review of the black box data confirmed power on reset events recorded. On investigation, the battery compartment was confirmed to be cracked. The battery cap returned with the pump was noted to be damaged; stripped threads, the damaged cap was unable to maintain electrical connection and intermittent power duplicated. A test cap was able to secure properly to the pump and maintain electrical connection without interruption in power. The pump powered on normally without alarm. Unrelated to the original complaint, the display screen was noted to be dim/discolored.